Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for low blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 23 mg/dl. Customer stated that she did not know much regarding her hospitalization for low blood glucose because she had a heart attack. Product is not being returned or replaced.